Event description:
Patient admitted (B)(6) 2021. On (B)(6) 2021 pt developed increased loh and dark urine. (Normal loh range 400-600). Ast, alt and bili within normal ranges. Pt not on heparin and aspirin. On low dose coumadin prior to "12/05" due to bleeding issues. Started heparin and aspirin and continued coumadin. On (B)(6) loh 736. On (B)(6) ptt 59.5 and inr 1.8. On (B)(6) urine returned to yellow color and loh decreasing.